Manufacturer narrative:
The following fields have been updated with corrections/additional information: b.5. Describe event or problem: it was reported that the pen ndl 32g 4mm pro would not detach and the cannula broke. The following information was provided by the initial reporter: needle point integrity: the patient felt difficulty inserting the pen needle into the skin. Needle npe not detached: the patient felt difficulty detaching the pen needle from the pen as intended. H.6. Investigation summary: two open 32g x4mm pen needle samples and six photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on one sample. A functionality test was carried out on both samples and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Root cause description: no issues were observed with needle points. Rationale: based on the investigation, no additional investigation and no CAPA/sa is required at this time. H3 other text : see h.10.

Event description:
It was reported that the pen ndl 32g 4mm pro would not detach and the cannula broke. The following information was provided by the initial reporter: needle point integrity: the patient felt difficulty inserting the pen needle into the skin. Needle npe not detached: the patient felt difficulty detaching the pen needle from the pen as intended.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced an outer cover would not attach to remove needle from pen or could not remove needle from pen. The following information was provided by the initial reporter: needle point integrity: the patient felt difficulty inserting the pen needle into the skin. Needle npe not detached: the patient felt difficulty detaching the pen needle from the pen as intended.